Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis device. During a revision surgery, it was confirmed that one of the cylinders had a ballooning, so both cylinders and a pump were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection of both cylinders revealed wear at the fold in the proximal end, middle, and distal end of the cylinder. Leakage testing exposed that both cylinders had a bulge (excess air between inner and outer tubes) when inflated with a syringe. Microscopic inspection did not pass for the pump due to the tubing being cut down to the pump block; the tubing was returned still attached to the cylinders. The pump passed leakage testing but not pass functional testing tests 2 and 3. Based on the information available and analysis results, the mechanical issue and the cylinder bulging were most likely caused by the bulging in both cylinders. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, it was confirmed that one of the cylinders had a ballooning, so both cylinders and a pump were replaced. There were no patient complications.